Event description:
Boston scientific has become aware of the following event: the lesion was 90% stenosis with calcification. At first, poba was performed by a ryujin otw 1.5x15mm, and ablation was performed by a rotaburr 1.5mm. Then a pixel 2.25x23mm was deployed at 14 atms to dist-lcx, and a cypher 2.5x23 was deployed at 24 atms to prox-lcs. Finally, this catheter was used for confirmation of expansion of stents. After the transducer was delivered to distal of the pixel, the imaging core was pulled manually. It looked like the guidewire exit port got stuck at the distal edge of the stent by the angiography, in the effort of pulling catheter out. The hard resistance felt and it wasn't able to be pulled out. After several trials, the imaging core was pulled out. After it was removed from the outer shaft and a conquest pro guide wire was inserted along the outer shaft. Then both units were pushed to distal side once, they rotated in clockwise direction, and they were able to manage to be pulled out.